Event description:
It was reported that insyte-n autoguard yel 24ga x .56in catheter broke. The following information was provided by the initial reporter: at the time of channeling the patient, the catheter broke, it did not allow channeling. It is not delivered physically due to contamination.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in catheter broke. The following information was provided by the initial reporter: at the time of channeling the patient, the catheter broke, it did not allow channeling. It is not delivered physically due to contamination.